Manufacturer narrative:
Trackwise ID #: (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 09/25/2019. A visual inspection was conducted. Signs of clinical use and slight evidence of charred tissue was observed on the heater wire. The heater wire was observed to be intact, no visual defects were observed. The silicone insulation on the entire cold jaw was observed to have been peeled off the jaw, exposing the entire length of the cold metal jaw. The detached silicone was returned as well for evaluation. Based on the returned condition of the device and the results of the investigation, the reported failure "peeled jaw" was confirmed. Specific actions for the reported failure mode "peeled jaw" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they harvested the radial then was harvesting the leg and one side of the jaws fell off. He was able to retrieve it. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they harvested the radial then was harvesting the leg and one side of the jaws fell off. He was able to retrieve it. A replacement device was used to complete the procedure. The hospital did not report any patient effects.